Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Iipv is confirmed based on the reported drain volume and information that the largest prescribed fill volume was 1800ml for this therapy. The cause is undetermined. A service and device history review revealed no previous service events that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 5 of 5. The cg stated the drain volume equaled 2297ml. The technical service representative (tsr) had the cg press stop and perform a manual drain. The tsr explained why the hc would alarm low uf. The patient drained 410ml. The cg stated the display read stopped drain. The tsr reviewed the current therapy numbers. The drain volume equaled 2705ml, the manual drain volume equaled 1871ml, and the current uf equaled 351ml. The tsr had the cg press go. The cg stated the display read drain 5 of 5. The cg stated that the hc went into the last fill. The tsr explained that the hc would continue the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported low uf alarm. The rn stated she had not been made aware of the alarm or the drain volume. The rn stated that the patient's largest prescribed fill volume equaled 1800ml. Based on this information, the information in this complaint met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The rn stated that as far as she knew the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.